Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: catheter. The main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 26-apr-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving via an implantable pump for unknown indications for use. It was reported that the patient got  an infection shortly after implant and decided to remove the pump and the catheter. The replacement planned for (B)(6) 2022. Factors that have led to the issue was unknown. The physician tried to treat the infection with antibiotic but it did not help. The issue was resolved at time of the report